Event description:
For over 16 years, my mother has been utilizing a peg tube for her nutritional needs. Last year, she had to transition from the boston scientific tube to the zksk due to the discontinuation of manufacturing by bs. With limited throat functionality because of age and brain damage, my mother's feeding tube was changed from a standard peg to a zksk button peg, which has proven to be quite challenging. Shortly after its installation, the tube came loose, requiring urgent attention and reinsertion at 5 am. Despite efforts to administer medication by crushing it, the feed tube dislodged, resulting in a messy situation with meds scattered across various surfaces. The cumbersome cleanup process, including changing her clothes and bedding, was distressing. It is concerning that the FDA approved such a device that hinders effective medication administration for patients in need. The restriction in tube size from mouth to stomach only exacerbates the problem for the patient. This experience has led me to believe that the FDA should be made aware of these issues and reconsider its approval. As someone who has been managing peg tube feeding for 17 years, I would not recommend this product that is meant to simplify life but has instead proven to be a source of frustration.